Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported verse complaint. Waiting for complaint form (B)(6) 2015 manos. On (B)(6) 2015 surgeon instrumented with expedium verse instruments and implants from t3-t10 and connected onto a construct from t11-pelvis, on (B)(6) 2016 surgeon had to revise due to an infection in patient when removing the set screws the surgeon commented he thought the set screws seemed loose and extremely easy to remove. Several of the screw heads were locked and we had to back out of patient like a mono style screw as we couldn't get a screwdriver shaft into the screw head. The surgeon then noticed the patient had vertebral fractures t3 & t4. Osteopordic patient.

Manufacturer narrative:
(B)(4). The entire construct was returned to the complaints handling unit (chu). However, it should be noted that no device evaluation was conducted as there was no reported device failures alleged in this complaint file. A review of the device history records (dhrs) for the aforementioned devices is deemed not necessary as no device failures were reported in this complaint file. It should be noted that the alleged fault was in relation to pathology and an adverse event associated with post-op infection and not indicative of any device failures. The root cause is deemed not necessary at this time as there has been no device failures indicated in this complaint file. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.